Event description:
It was reported that "(B)(6) 2025, the doctor found the swg kinked prior to the patient." This was found prior to use. The user changed to a new set to resolve the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, the doctor found the swg kinked prior to the patient." This was found prior to use. The user changed to a new set to resolve the issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.